Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (10mg/ml at 0.1mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient presented to the emergency room (ER) on (B)(6) 2017 with excess fluid in the pump pocket site. About 30cc of fluid was aspirated, but the next day all the fluid had returned. The patient was admitted and a dye study was performed, which confirmed that the catheter was intact and functioning. The pocket was opened, and pathology indicated that the fluid aspirated was not cerebrospinal fluid (csf). The pocket was drained and cleaned, and the pump was left implanted. The hcp was to explant the device if the fluid returned. There were no known environmental, external, or patient factors that may have led or contributed to the issue, and the issue was resolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.